Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that there was opened where the hair was located. The accessory tray, cannula and hemopro tool were returned inside of the clamshell. We are unable to conclusively determine if the hair was present inside of the pouch before it was opened. Based upon the evaluation results, the reported complaint could not be confirmed as the packaging was opened. A lot history record review was completed for the product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, a hair was observed inside of the hemopro package. A replacement device was used to complete the procedure. The hospital did not report any pt effects.